Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was not replicated or confirmed. The device was put through extensive testing, which included benching, stressing, power cycling, and on-off current testing without duplicating the customer's report. An internal inspection found no discrepancies. The monitor board and dock connector board were replaced as a precaution. The monitor board and dock connector board were scrapped after testing. The device was recertified and returned to the customer. No trend is associated with reports of this type.